Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the video system could not turn on and the power inlet indicator could not lit. Subsequently, the facility used a similar device to do examination. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue was conformed due to the power supply unit and a defective mainboard. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, power cannot be turned on and the power inlet sign cannot be lit occurred due to failure of the power unit and mainboard. The root cause of the failed power unit and mainboard could not be determined. Olympus will continue to monitor field performance for this device.